Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, nurse was unable to grand temporary visitor access and received an error message as user already had access. There were no adverse events or injuries reported based on this event.